Event description:
It was reported that the insulin pump alarmed no delivery excessively during basal and bolus deliveries. The caller stated that he had a replacement insulin pump but now believed that the issue may have been related to the infusion sets or reservoirs. The customer stated that he wished to keep the insulin pump and return the new device. He performed troubleshooting and stated that the no delivery alarm seemed to occur intermittently. He stated that the issue recurred while using the new insulin pump. He reported that the reservoirs did not seem to lock into the infusion sets as well as expected. The customer's blood glucose was 29.30 mmol/l. He reverted to using manual injections for treatment. The customer's most recent blood glucose was 10.2 mmol/l. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.